Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0duue, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(4), ubd: 06-nov-2017, UDI#: (B)(4). Date of event: date is approximate with year validity. Interstim tined lead, lot#: va0duue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they want their device removed. They've been emailing their healthcare provider (hcp) and are waiting to hear back. Patient said it has been about a year that the device hasn't helped. They also felt the lead over the weekend while showering and then felt it again two days later. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received from the consumer on 2019-feb-25. The patient reported in response to the inquiry if an explant/replacement had been scheduled or planned that they were hoping to have the device removed. The patient noted they had an appointment on (B)(6) 2019 to discuss having it removed with the healthcare physician (hcp). The patient reported they had the device turned off and noted the fact that they could feel the lead now had them concerned that the lead was moving in them. The patient reported their medical history prior to implant. They stated they had a large tear in their internal and external sphincter muscles which was the cause of their fecal incontinence and pain. The patient reported they had a sphincteroplasty(unrelated to the device/therapy) on (B)(6) 2017 but their fecal incontinence and pain has returned. The patient reported that the manufacturer company device hadn't helped them for almost a year. The patient noted they have tried it on the 3 ¿areas,¿ at different levels but that it did nothing. The patient speculated that perhaps the tear had worsened again despite surgery to help. The patient noted that the wait time to be seen at their hcp facility can be a while and that the earliest they could be seen by their surgeon was (B)(6). The patient noted they had no idea when the removal would be scheduled that it could possibly not be for months. The patient reported they hoped that feeling a loop of lead wasn't a problem because they still did try to live a very active lifestyle: walking and biking a lot, stressing that they did this by themselves of course, because of their fecal and gas incontinence. There were no further complications reported.